Manufacturer narrative:
The customer collects accutni samples in either serum or lithium heparin plasma 13x100mm greiner tubes. Specimens are centrifuged at 3,000g for 10 minutes. Accutni qc is currently performing within the customer's qc specifications.a field service engineer (fse) was dispatched and no hardware issues were detected.a clear root cause for this event has not been determined to date.

Event description:
A customer contacted beckman coulter inc., (bci) regarding an erroneously elevated troponin (accu tni) result generated by the unicel® dxi 800 access® immunoassay system for one patient.the result was reported out of the lab.the sample was re-tested and repeated results were in the normal reference range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.